Event description:
Report received from the USA stating that the device was heating up. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem was confirmed. Reliability engineering evaluated the devices, and the attachments were all found to have evidence of improper cleaning, causing the reported heat. There was excessive soap residue observed in the bearings, which indicates that the staff responsible for cleaning the equipment at the facility was using too much concentrated detergent in their cleaning solution. If add'l info is received, a supplemental report will be sent. (B)(4).